Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a revision and the hcp was concerned about the lead fragment meeting the scan requirements. The hcp stated the fragment was not less than 2cm from other metallic components in the body. The hcp also asked if it was common for patients who have had revisions/replacements done to have lead fragments left implanted. The hcp stated the patient now had a [newer version of the] lead and they had two systems implanted. The hcp stated the patient previously had a dead ins battery so that was why it needed to be replaced. The hcp stated the patient did not provide any information, therefore they were not aware the patient had the device implanted and when they put the patient in the scanner and took the first image the patient complained of sharp pain. The hcp believed a current was induced in the dead ins battery and maybe there was residual power. MRI compatibility information was reviewed with the hcp.